Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine device replacement for another manufacturer's device, this left ventricular (lv) lead exhibited loss of capture (loc), decreased pacing impedance measurements and increased threshold measurements. Subsequently, a revision procedure was performed approximately ten days later. The physician observed that the lv lead appeared to have damage consistent with clavicular crush on the visible part of the lead near the device. The lead was capped and surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.